Event description:
It was reported the customer experienced a low blood glucose (bg) level (45 mg/dl). The customer ate a sandwich to address the bg. The cause for the low bg is unknown. Technical support advised the customer to consult their healthcare provider to discuss potential factors affecting blood glucose levels.